Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Although a photograph has been received, no evaluation will be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that upon removal of the endotracheal tube (ett) from the patient, "the folding depression on the catheter shaft was noted and jeopardized the patency of the patient's respiration". It was unknown if the issue affected the patient's respiratory status; however, the distributor reported that no medical interventions were required. The ett tube was replaced with the same brand device. A photograph depicting the reported issue was provided. Although requested, no further event details or patient information was provided.